Manufacturer narrative:
G4: 26mar2020. B4: 27mar2020. A touchscreen assembly was returned for analysis. Visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was isolated to the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 12 november 2019. Date of this report: 12 november 2019. The service engineer (se) inspected the device. The se performed control test and found bottom right of touch screen not responding. The se replaced the touchscreen and the issue was addressed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30//2019.

Event description:
It was reported that the ventilators touchscreen was unable to calibrated and the lower portion did not respond. There was no patient involvement.